Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an incident of a balloon burst of a foley catheter in the year 2023. A fragment of the catheter was left in the patient's body which was retrieved 9 months later with surgical intervention. The customer had an understanding that the balloons are resistant to rupture. They looked at the balloon itself and tried to replicate the burst and noticed striations that appeared when the balloon was overinflated with 50ml of water in comparison to an overfilled but unruptured balloon.

Event description:
It was reported that there was an incident of a balloon burst of a foley catheter in the year 2023. A fragment of the catheter was left in the patient's body which was retrieved 9months later with surgical intervention. The customer had an understanding that the balloons are resistant to rupture. They looked at the balloon itself and tried to replicate the burst and noticed striations that appeared when the balloon was overinflated with 50ml of water in comparison to an overfilled but unruptured balloon.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. It is unknown whether the device had met relevant specification. Received only a piece of catheter balloon. Microscopic examination found there was present salt on the balloon area. Unable to perform functional testing due to only a piece of catheter balloon returned for evaluation. Therefore, this complaint is inconclusive-poor sample condition and complete evaluation could not be performed due to incomplete physical sample returned. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.